Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9; h5 h3, h6: a product investigation was conducted. Visual inspection: unk - screws: distal humerus (p/n: unk, lot #: unk) was returned and received at us cq. Upon visual inspection, the screw was found assambled in the va-lcp-2-column drp2.4 volar r shaft 3ho(p/n: 02.111.630) and broken and the broken shaft was not returned. No other issues were identified on the returned device. Dimensional inspection: complaint relevant dimensional inspection could not be performed due to the post-manufacturing damage. Document/specification review: documentation review could not be performed due to the unknown product code. Investigation conclusion: the complaint condition could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part/lot combination is unknown, and therefore, DHR could not be completed. If the device/ lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1; e1; e3; e4.

Manufacturer narrative:
510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent hardware removal and revision procedure due to the variable angle distal radius plate had a broken screw and loss of reduction. No fragments generated from the broken screw. Concomitant devices reported: variable angle distal radius plate (part # 02.111.630, lot # unknown, quantity # 1), variable angle locking screw (part #02.210.120, lot # unknown, quantity # unknown), variable angle locking screw (part # 02.210.112, lot # unknown, quantity # unknown), cortex screw (part # 202.874, lot # unknown, quantity # unknown). This report is for one (1) unk - screws: distal humerus. This is report 1 of 1 for (B)(4).